Event description:
It was reported that the subject device had a distal end image guide cover lens dirty. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. The device was returned to a third-party distributor and was evaluated. Based on the results of the investigation, it was likely due to the distal end image guide cover lens was dirty. A probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.